Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the iipv found in the logs was determined to be insufficient drain due to use error; inappropriate bypass of the initial drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 00:12 with uf volume of 2253 ml during cycle 1. The fill volume was 2000 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.